Event description:
During manipulation and insertion attempts, the tip of the catheter broke and remained in the pt disc. The pt was informed. No further complications were reported.

Manufacturer narrative:
Based upon the review of the device history records and the actual device, there were no apparent manufacturing or material defects that could have contributed to the incident. Findings indicate a user error.